Event description:
The customer's family member reported that the pump had an alarm. Instructed on proper technique. Troubleshooting was performed. It was verified the connection to be tight by pulling lightly on connector while holding the reservoir. Then the reservoir was inserted. Troubleshooting was performed. The family member stated that the customer has been running high and was hospitalized for high bgs. Also it was stated that the customer tried several set changes and the pump had been alarming, even during the manual priming. Instructed the customer to call the help line. A replacement pump was requested.